Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the patient underwent revision surgery on (B)(6) 2015, due to right pedicle screws at levels l5 ¿ s1 being positioned too medially. The surgeon reported the patient had complained of some numbness in the right leg following the initial implantation procedure on (B)(6) 2015. On an unknown date, a CT scan revealed the screw position was too medial. During the revision surgery the set screws and rod were removed from the right-side pedicle screws at levels l5 ¿ s1. The s1 pedicle screw in situ (part number 04.632.740, 7mm x 40mm) was removed and replaced with a new screw (part number 04.632.840, 8mm x 40mm). The l5 pedicle screw in situ (part number 04.632.640, 6mm x 40mm) was removed and then placed back into the patient. The surgeon also placed the original rod and set screws back into the patient. This report is for one unknown spinal rod. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. Revision surgery was performed on (B)(6) 2015; however, it is unknown when the complaint condition/patient symptoms actually occurred. Additional device product codes¿mnh, mni, kwq and kwp. This report is for one unknown spinal rod. Part and lot numbers were not provided by reporter. Subject device was explanted on (B)(6) 2015 and then re-implanted back into patient on same date. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.